Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 20 mg/dl to 600 mg/dl. Reportedly, the cause of elevated and low bg was customer's body doesn't regulate insulin well, however a specific cause could not be provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, and glucagon. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved; however customer reported swollen legs, and elevated liver enzymes.